Event description:
It was reported that a biopatch was placed on the pt (date not known) and the pt reacted to the biopatch, noting red rash. Ceased use of the product. The lot number is unk and the product has been discarded. Pt also exhibited a rash several days after using microshield 2 skin cleanser for bathing. It was recommended that chlorhexidine was not be used on the pt was this compound was common to both products. It was unk if the rash has resolved. Add'l info was received. On (B)(6) 2015: pt's symptoms - pt had a minor rash on chest/abdomen from time of arrival in ward from the intensive care unit (ICU) until the hosp staff stopped the pt from using chlorhexidine, approximately 1 month. Rash around the peripherally inserted central catheter (PICC) line was not always "red and angry" but more so just before the staff stopped using chlorhexidine. Once chlorhexidine was stopped, the cleansing regime was changed to betadine for 3 minutes, washed off by normal saline and aticoat patch applied with IV 3000 dressing. Once the pt stopped using the shower wash, his itchiness subsided on the abdomen and no erythema was present. The pt was discharged (B)(6) 2015.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for eval. An investigation has been initiated based upon the reported info.